Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected results were obtained from a single level of non-vitros thermofisher mas(mas) omnicore control lot ocr2608 obtained when processing vitros carbamazepine (crbm) slide lot 3918-0127-6711 on two different vitros xt 7600 integrated systems. J76001811: mas lot ocr2608 level 3 results of 10.34, 11.22, 9.33, 10.40, 9.77 and 9.21 ug/ml versus the baseline mean value of 16.3 ug/ml j76001812: mas lot ocr2608 level 3 results of 8.95, 8.57 and 9.52 ug/ml versus the baseline mean value of 16.3 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected results were obtained from non-patient quality control fluids. The customer made no allegation that patient results were affected or reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4). And reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected results were obtained from a single level of non-vitros thermofisher mas(mas) omnicore control lot ocr2608 obtained when processing vitros carbamazepine (crbm) slide lot 3918-0127-6711 on two different vitros xt 7600 integrated systems. The investigation concludes that the likely cause of this event was suboptimal calibrations. The issue occurred following calibration of vitros crbm slide lot 3918-0127-6711. The calibration responses and parameters obtained from both the affected calibrations appeared atypical to expected responses and parameters. No information was provided concerning the sample handling of the calibrator fluids prior to calibrating. Therefore, improper calibrator handling protocol cannot be ruled out as contributing to the event. A performance issue with vitros crbm slide lot 3918-0127-6711 cannot be ruled out as contributing to the event as the inventory of the slide lot was depleted at the site. It was not possible to further investigate the performance of vitros crbm slide lot 3918-0127-6711. However, continual tracking and trending of complaints has not identified any signals that would point to a potential issue with vitros crbm lot 3918-0127-6711. A performance issue with the vitros xt 7600 integrated systems did not likely contribute to the event as two different analyzers were affected, and improved performance was obtained using an alternate vitros crbm slide lot calibrated with and alternate lot of calibrator kit 9 without performing any actions to optimize the performance of either analyzer.